Event description:
Additional information received reported there was a pain pump failure in (B)(6) 2014 (as previously reported), and that the pump ¿failed prematurely by 4 to 5 years¿. All was working well with the new pump.

Manufacturer narrative:
Concomitant products: product ID 8731, lot # b005720n47, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported telemetry confirmed a critical alarm was occurring due to motor stall. The stall was constant. Prior to the stall there was a motor stall on (B)(6) with recovery two days later and a motor stall (B)(6) with the tube set error two days later and recovery on (B)(6). The motor then stalled again on (B)(6) with the tube set error two days later. The current motor stall occurred on (B)(6) with no recovery noted. The patient started feeling symptoms about 6 days ago and was hearing an alarm about a week ago. The patient was ¿feeling like crap¿ with nausea and vomiting. The system was being used to deliver unknown morphine. Three days later it was reported the cause of the stall was unknown. The pump was explanted on (B)(6) 2014. The patient had good pain relief/therapy the next morning.